Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion, sion blue. Guide cath: taiga 6f ebu35 evaluation summary: the device was returned for analysis. The reported deflation difficulty was not confirmed due to the condition in which the device was returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deflation issue; however the reported additional treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the eccentric, non-tortuous, non-calcified, 90% stenosed left main and the proximal left anterior descending artery. The 4.5 x 8 mm nc trek balloon catheter was used for post-dilatation of deployed stents. Dilatation was performed seven times without issue; however, after the eighth inflation at 18 atmospheres the balloon would only partially deflate. The balloon was ruptured deliberately to facilitate removal of the balloon from the anatomy and the procedure was completed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.